Event description:
It was reported that the patient with this right atrial (ra) lead was in the case of lead extraction, however, the blood pressure dropped due to suspected dissected supraventricular tachycardia (svt) and the patient proceeded to the operating room. The laser sheath catheter was dissected. As of this time, this ra lead was part of the plan to be extracted from the groin area and leave the rest of the system in place. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes.

Event description:
It was reported that the patient with this right atrial (ra) lead was in the case of lead extraction, however, the blood pressure dropped due to suspected dissected supraventricular tachycardia (svt) and the patient proceeded to the operating room. The laser sheath catheter was dissected. As of this time, this ra lead was part of the plan to be extracted from the groin area and leave the rest of the system in place. This ra lead remains in service. No additional adverse patient effects were reported.